Event description:
The physician reports performing cataract surgery with implantation of the akreos (B)(4) intraocular lens using a viscoject injector. After insertion of the lens, the surgeon observed a scratch in the center of the optic as it reflected light. Intervention was performed in order to enlarge the incision, remove the lens, and replace it with a second (B)(4) iol. Reference MDR: 1119279-2010-00138.

Manufacturer narrative:
(B)(4).